Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The vessels were moderately tortuous, the aortic neck was 26 mm in diameter, it was short measuring 1 cm in length, and conical in shape. It was reported that after the bifurcated stent graft was implanted, the stent graft slipped 5-6 mm distally resulting in a proximal type 1 endoleak. The inaccurate delivery was attributed to the short conical neck. A 30 mm talent aortic cuff was placed successfully to build the bifurcated stent graft up to the level of the renals and this resolved the endoleak. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: endoleak, short, conical aortic neck.